Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received, "on-x post approval study patient #126. Details still coming in, but initial assessment is parvalvular leak with attempted repair by explant/replacement." Patient impact was death. This investigation is relegated to onxace-27/29, serial number (B)(4). Additional information was received via echo report and operative notes. The echo report revealed dehiscence of on-x mechanical aortic valve. There was torrential aortic regurgitation (paravalvular and transvalvular). Operative notes indicate that the patient presented with shortness of breath. The onxace-27/29, serial number (B)(4) was explanted/replaced due to paravalvular leak on (B)(6) 2018. It was replaced with a different company's mechanical valve. Patient died on (B)(6) 2018. The contribution of the on-x valve ends after the re-operation on (B)(6) 2018.

Manufacturer narrative:
The manufacturing records for the onxace-27/29 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. Patient 126 (43 year old male), as part of the on-x aortic post approval study, was implanted with onxace-27/29, sn (B)(4), on (B)(6) 2018. Per operative notes, "admitted from clinic as he had torrential tr [tricuspid regurgitation] with significant paravalvular leak [pvl]" but became symptomatic with shortness of breath (sob) over two week time period and presented to clinic with nyha (new york heart association) IV symptoms. Echo on (B)(6) 2018 indicates "substantially dehiscent. There is torrential ar (paravalvular and transvalvular). No anterior border connection or the valve and the aorta." Although notes indicate tr, it was likely intended to be aortic regurgitation (ar) as supported by the echo. Explant of the valve occurred on (B)(6) 2018 with subsequent replacement via another vendor mechanical valve. Intraop findings include ¿50% dehiscence of prosthetic valve, all the stitches and pledgets are intact, tissue looks friable, no sign of active infection, destroyed tissue at the base of the amvl.¿ postop, the patient was transferred to critical care unit in "stable condition." Additional information states the patient was "started on antibiotics and investigated for endocarditis but had no clear diagnosis." An additional replacement surgery (non-cryolife valve) was required on (B)(6) 2018 and unfortunately the patient died due to surgical complications. Though not definitive, it is likely that endocarditis is the precipitating event leading to deterioration of the annular tissue and consequent dehiscence and loss of attachment connecting the valve to it. Although "no sign of active infection" was noted and no definitive diagnoses of endocarditis was ever made, the surgeon stated that the "tissue looks friable" upon explant of on-x valve which are common sequelae of endocarditis. With the detachment and compromised tissue integrity, some of the blood was able to flow through and around the valve during diastole (regurgitation). Pvl is a rare but known risk for aortic valve replacement surgery, as is endocarditis. Both are listed as potential complications in the on-x valve instructions for use. There is no indication that the valve itself failed to function as designed. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received, "on-x post approval study patient #126. Details still coming in, but initial assessment is parvalvular leak with attempted repair by explant/replacement." Patient impact was death. This investigation is relegated to onxace-27/29, serial number (B)(4). Additional information was received via echo report and operative notes. The echo report revealed dehiscence of on-x mechanical aortic valve. There was torrential aortic regurgitation (paravalvular and transvalvular). Operative notes indicate that the patient presented with shortness of breath. The onxace-27/29, serial number (B)(4) was explanted/replaced due to paravalvular leak on (B)(6) 2018. It was replaced with a different company's mechanical valve. Patient died on (B)(6) 2018. The contribution of the on-x valve ends after the re-operation on (B)(6) 2018.